Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a component failure as water leakage was reported. Since manual cleaning cannot be continued when water/air leakage is detected, it is likely the device was sent to olympus without proper reprocessing at the user facility. As a result, foreign material may have remained in the area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found in the control section. There was no patient involvement.